Manufacturer narrative:
This is the same event as 3010536692-2016-00661. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from mom complications. Additional information was received on 04/08/2016. Allegedly the patient was experiencing the following mom complications: elevated cocr levels; tissue damage. (Right).